Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, after the leads were implanted, the patient's left axillary vein was punctured and bled profusely. The vein was repaired, and the leads were left implanted but exposed outside the body. Later, the leads were explanted and replaced on the right side. No further patient complications have been reported as a result of this event.